Manufacturer narrative:
Device is used for treatment, not diagnosis device is an instrument and is not implanted or explanted. (B)(4). A review of the device history record revealed no complaint related anomalies. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months has been reviewed. The item was previously returned for service on (B)(4) 2013 due to blade will not move. The device was returned on (B)(4) 2013 for routine maintenance. The previous service condition of blade will not move is not relevant to the current complained issue of failed torque test. Placeholder.

Event description:
Facility reported 3 battery reamers/drills as running slow. Routine repair of battery reamer/drill lot number 4462 on (B)(6) 2013 reported a failed torque test. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: the additional evaluation was completed. As received condition indicated a blemished housing. The complaint did not allege or identify any specific deficiency. It was observed during routine service and repair of the battery reamer that it failed a torque test. Evidence suggests this is due to usage wear over time.